Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that his onetouch verioiq meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2017 at 11:30 when an error 1 message was displayed on the subject device. The patient manages his diabetes using insulin (self-adjusts) and denied making any changes to his usual routine after the alleged issue began. The patient claimed experiencing symptoms of ¿shaky and irritable¿ approximately 20 minutes after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the patient¿s first use of the device. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.